Manufacturer narrative:
Addr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited insulation damage. It was also reported the rv lead exhibited fracture near subclavian area. The rv lead remains in use and patient to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.